Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed two passes using the ace68. While retracting the ace68 through the neuron max on the next pass to remove the clot, the mid-shaft of the ace68 unraveled. Therefore, the ace68 was removed. The procedure was completed using another catheter and the same neuron max. A thrombolysis in cerebral infarction (tici) grade 2b recanalization was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and neuron max 6f 088 long sheath (neuron max). During the procedure, while retracting the ace68 through the neuron max to remove the clot, the mid-shaft of the ace68 unraveled. Therefore, the ace68 was removed. The procedure was completed using another catheter and the same neuron max. A thrombolysis in cerebral infarction (tici) grade 2b recanalization was achieved. There was no report of an adverse effect to the patient.